Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: (B)(4) implantable pulse generator (ipg) implanted: 2004 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of diaphragmatic stimulation. The outputs were programmed to minimize diaphragmatic stimulation. No patient complications have been reported as a result of this event.